Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. B21578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), headache ("headaches"), vaginal discharge ("unusual vaginal discharge "), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), infection ("infection"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and arthralgia ("joints pain"). The patient was treated with surgery (underwent procedure to remove essure) and surgery (in (B)(6) 2014 ¿ bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, feeling abnormal, headache, vaginal discharge, vaginal haemorrhage, menorrhagia, migraine, infection, genital haemorrhage, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. There were 5 trailing coils from the left fallopian tube and 5 trailing coils from the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/malposition of essure dvice'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B21578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), alopecia ("hair loss/hair loss"), feeling abnormal ("brain fog"), headache ("headaches"), vaginal discharge ("unusual vaginal discharge/vaginal discharge"), migraine ("migraines/migraine/headache"), infection ("infection/infection (other)"), back pain ("back pain") and arthralgia ("joints pain"). The patient was treated with ibuprofen and surgery ((B)(6) 2014 ¿ bilateral salpingectomy and underwent procedure to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, alopecia, feeling abnormal, headache, vaginal discharge, vaginal haemorrhage, migraine and infection outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, back pain and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she saught treatment for her symptoms there were 5 trailing coils from the left fallopian tube and 5 trailing coils from the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Outcome of pelvic pain, abdominal pain, back pain, joint pain, menorrhagia, dysmenorrhea were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. B21578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), headache ("headaches"), vaginal discharge ("unusual vaginal discharge "), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), infection ("infection"), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and arthralgia ("joints pain"). The patient was treated with surgery (underwent procedure to remove essure) and surgery ((B)(6) 2014 ¿ bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, feeling abnormal, headache, vaginal discharge, vaginal haemorrhage, menorrhagia, migraine, infection, genital haemorrhage, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms there were 5 trailing coils from the left fallopian tube and 5 trailing coils from the right most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events menorrhagia, migraines, migration of essure device, infection, abnormal bleeding, back pain, joints pain added. Reporter, lot number added on (B)(6) 2018: fu 1 and 2 process together incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/malposition of essure dvice'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B21578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), alopecia ("hair loss/hair loss"), feeling abnormal ("brain fog"), headache ("headaches"), vaginal discharge ("unusual vaginal discharge/vaginal discharge"), migraine ("migraines/migraine/headache"), infection ("infection/infection (other)"), back pain ("back pain") and arthralgia ("joints pain"). The patient was treated with ibuprofen and surgery ((B)(6) 2014 ¿ bilateral salpingectomy and underwent procedure to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, alopecia, feeling abnormal, headache, vaginal discharge, vaginal haemorrhage, migraine and infection outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, back pain and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, infection, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she saught treatment for her symptoms there were 5 trailing coils from the left fallopian tube and 5 trailing coils from the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Lot number: b21578 manufacturing date:(B)(6) 2013. Expiration date:(B)(6) 2016. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/malposition of essure dvice'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B21578) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), alopecia ("hair loss/hair loss"), feeling abnormal ("brain fog"), headache ("headaches"), vaginal discharge ("unusual vaginal discharge/vaginal discharge"), migraine ("migraines/migraine/headache"), infection ("infection/infection (other)"), back pain ("back pain") and arthralgia ("joints pain"). The patient was treated with ibuprofen and surgery ((B)(6) 2014 ¿ bilateral salpingectomy and underwent procedure to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, alopecia, feeling abnormal, headache, vaginal discharge, vaginal haemorrhage, migraine and infection outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, back pain and arthralgia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, heavy menstrual bleeding, infection, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms there were 5 trailing coils from the left fallopian tube and 5 trailing coils from the right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: medical record received. Reporter was added and demographics added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), feeling abnormal ("brain fog"), headache ("headaches"), vaginal discharge ("unusual vaginal discharge ") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, feeling abnormal, headache, vaginal discharge and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.